Event description:
Reporter stated that pt obtained a "normal" result while using the suspect device (reporter estimated the value to be 110 mg/dl - 120 mg/dl). Reporter stated that pt immediately retested blood glucose and obtained a result of "hi" (> 600 mg/dl). Reporter indicated that, based on these results, pt took extra regular insulin (amount not provided). No resultant injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.